Manufacturer narrative:
The initial MDR erroneously reported that the sensor interface board was replaced to resolve the reported issue. The daq board (data acquisition board) was replaced to resolve the reported issue.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board was replaced to resolve the reported issue.

Event description:
The hospital reported a pressure switch failure error preventing mechanical ventilation. There was no report of patient involvement.